Event description:
It was reported the patient received the following results within 15 minutes: 200 mg/dl (vial 1) and 78 mg/dl (vial 2). The results were obtained using two different vials of test strips from the same lot.

Manufacturer narrative:
Section d4: the UDI # was corrected based on the returned product.